Event description:
It was reported that the customer had low blood glucose level of 4 mg/dl. Customer was eating chicken. Customer's glucometer said that her blood glucose level was below 20 mg/dl. Customer was trying to take glucose tablets, but she passed out. Customer's husband called the paramedics and the customer was unconscious at the time. Customer was admitted on (B)(6) 2015. Customer's blood glucose level went up to 5 mg/dl. Customer was not sure of the cause but thinks it is the pump. Customer's blood glucose level kept dropping every time the paramedics tried to treat. Customer was put on the insulin drip. Customer called back and was treating with manual injections and wearing the pump. Customer was advised by the health care professional that it could have been inserted into a vein, which can directly cause a low blood glucose level. Customer was advised to monitor the issue. Customer also had a crack in the pump case. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.